Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. The following information was requested, but unavailable: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. Contacted with the sales rep today via phone and the information requested is unknown. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a vaginal delivery procedure on 07-may-2023 and suture was used. During the vaginal delivery procedure, the suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.